Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. Broken pieces were missing and size of missing pieces were approximately 0.076¿ x 0.103¿ and 0.064" x 0.223". This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have a broken or dislodged conductor wire the yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that when the instrument was taken out of box, a little plastic piece connected to cable of the curved bipolar dissector was separated. There was no patient involvement.